Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of shoulder components due to dislocation. The case report form indicates this event is possibly related to devices and definitely related to procedure.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is used for treatment not diagnosis. The device has not been returned to the manufacturer.

Event description:
The patient's right shoulder is the operative site. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00217, 1038671-2018-00218, 1038671-2018-00219 and 1038671-2018-00220.